Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that, during removal of the fuhrman pleural/pneumopericardial drainage catheter, the tip of the tube broke off and was left in the patient's subcutaneous tissue. The product problem necessitated surgical intervention to remove the retained broken tip portion of the device from the patient. The customer confirmed that the device had been paced posteriorly in the patient's chest, and was being removed following the insertion of a new anteriorly inserted device. The device was reportedly in place for approximately 6-8 hours. The patient tolerated all procedures well, and was discharged 3 days later. The complaint device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Blank fields on this form indicate the information is previously submitted, unknown, or unavailable. Investigation ¿ evaluation. A review of the complaint history, documentation, instructions for use (IFU), quality control, and trends of the device was conducted during the investigation. Clinical assessment: in this event, the device was removed however the separation of the catheter tip could potentially result in pleural perfusion not being relieved or condition worsening causing ¿severe harm¿ (harm resulting in life-threatening illness or injury). At this time, clinical assessment cannot eliminate any possible causes for this event such as product storage, medical procedure, human anatomy, other device compatibility, device failure, or manufacturing related causes. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The lot number was determined to be unknown after the customer confirmed that although 2 lot numbers were provided at the time of the initial complaint notification, only one could be related to this event and it was undeterminable. Thus, the device history record for both possible lots were reviewed: a review of the device history record revealed no (0) non-conformances for lot number 7258224. A review of the device history record revealed one (1) non-conformances for lot number 8312910 which was unrelated to the failure mode. A review of the manufacturer's complaint database revealed no additional complaints with the lot numbers 7258224 and 8312910. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. IFU: c_t_ppd, rev. 3 is provided with every device and outlines the instructions for use and states to "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect to ensure no damage has occurred. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is previously submitted, unknown, or unavailable. Investigation ¿ evaluation. A review of the complaint history, documentation, instructions for use (IFU), quality control, and trends of the device was conducted during the investigation. Clinical assessment: in this event, the device was removed however the separation of the catheter tip could potentially result in pleural perfusion not being relieved or condition worsening causing ¿severe harm¿ (harm resulting in life-threatening illness or injury). At this time, clinical assessment cannot eliminate any possible causes for this event such as product storage, medical procedure, human anatomy, other device compatibility, device failure, or manufacturing related causes. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The lot number was determined to be unknown after the customer confirmed that although 2 lot numbers were provided at the time of the initial complaint notification, only one could be related to this event and it was undeterminable. Thus, the device history record for both possible lots were reviewed: a review of the device history record revealed no (0) non-conformances for lot number 7258224. A review of the device history record revealed one (1) non-conformances for lot number 8312910 which was unrelated to the failure mode. A review of the manufacturer's complaint database revealed no additional complaints with the lot numbers 7258224 and 8312910. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. IFU: c_t_ppd, rev. 3 is provided with every device and outlines the instructions for use and states to "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect to ensure no damage has occurred. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.